Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the leadless pacemaker (lp) was in back-up mode. The lp was restored successfully. The patient was stable.

Manufacturer narrative:
The reported complaint of vr lp in rom mode was confirmed. The provided information was reviewed by abbott engineering and it was observed that the rom mode prompt was expected due to telemetry challenges during firmware upgrade attempts. The device was performing as expected.